Event description:
When defibrillation therapy was being administered to a patient, an electrical arc was observed. The customer reported that burns were observed on the patient at the sternal electrode location. The burns were described as third degree. Flammorzine was applied to the patient's burns. The patient's outcome was described as "ok." No other patient details were provided.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.